Event description:
It was reported the patient had an allergic reaction to the tape or adhesive used to cover the incision site and was not device related. The patient had a replacement on (B)(6) 2014 due to normal battery depletion. It was also reported the patient had a pulmonary embolus two days after implant. The patient was more than likely on oral medication, but she does not know the list. The embolus was something new. The cause of the pulmonary embolus was oral contraceptive, a known risk factor. The patient was not on any other oral medications. The patient had no history of this or any history of surgical/post-surgical complications. The patient knew she had allergies to tape and adhesives. It was reported the implanter was told this and it was noted in the chart. They used tagaderm over the pump incision and an adhesive called mastasol. It was unknown which one of these adhesives or if both caused the allergic reaction. The symptoms of the allergic reaction were the skin at the pump incision area became very red and there was drainage from the pump incision. A culture was taken and there was no infection, but they decided to place the patient on prophylactic antibiotics. It was also reported they sent her to see a plastic surgeon that specializes in wound care to make sure there was no issue. No interventions were performed and this was just a consult. The patient still had some redness at the pump incision, but it slowly was getting better. The patient has returned to work and was well enough to be discharged; however the patient had not been given permission to resume all normal activities of daily living. In regards to the embolus the patient went to work two days after the replacement and the patient works for a cardiologist. According to the patient, he recognized the symptoms of pulmonary embolus and admitted her to the hospital where she was diagnosed. The cause was the embolus was undetermined, but was noted as a post-operative complication of unknown origin. The patient had no history of anything like this. The symptom the patient had in association with this embolus was shortness of breath. It was unknown what treatments or interventions were taken with regard to the embolus. There were no treatment details and they were unable to determine if the allergic reaction had anything to do with the pulmonary embolus. The patient was doing well and receiving effective therapy. The pump was being used to deliver compounded baclofen and morphine. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID 8709, lot# j0058202r, product type: catheter. (B)(4).